Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue. Subsequently, a minimum fill notification occurred after the user filled multiple cartridges with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue and insulin delivery was resumed. Customer¿s blood glucose level was 130-132 mg/dl.